Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. The unit was unable to perform operating currents test, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test due to the blank display anomaly. The following physical damage was noted: minor scratched lcd window, cracked battery tube threads, cracked casing at the display window corners, cracked lcd window, broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported via phone call that she showered while her insulin pump was on a shelf in the bathroom and condensation gathered behind the lcd display screen. The customer also noticed that the battery compartment was cracked. The patient's blood glucose at the time of moisture exposure was 136 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There were cracks on the battery compartment and around the battery cap. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.